Event description:
During an orif of a tibia/ankle on a mature male, the drill bit broke in the bone and could not be removed. Surgeon had planned to implant a syndesmotic screw.

Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. (B)(6). Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.